Event description:
Related manufacturer reference number: 1627487-2022-06504. It was reported that the patient was unable to set their ipg to MRI mode due to high impedances on one of their leads. It is unknown which lead contributed to the issue. As a result, the patient underwent a surgical procedure on (B)(6) 2022 during which the patient's entire system was explanted.

Manufacturer narrative:
Exact date of event is unknown. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model;3186, UDI: (B)(4), serial: (B)(4), batch: 5232948.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.